Event description:
A nurse reported that a pt presented with a postoperative eye infection which they confirmed to be toxic anterior segment syndrome (tass). There has been no further info received at this time. Additional info has been requested. This is the first of four reports for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints report for this issue. The custom pak lot specific to this event is not known; therefore, lot history and DHR review not possible. A sample was not returned for investigation. The root cause of the customer's complaint is not known. (B)(4).